Event description:
It was reported through a journal article that two patients who underwent cementless primary total knee arthroplasty developed postoperative stiffness and subsequently underwent manipulation under anesthesia approximately five months and approximately three months postoperatively, respectively. The patients achieved recovery of full range of motion. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). B3: publication date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component. Unknown articular surface. G2: foreign - event occurred in italy. G2: literature - vitale, u., matteo, a., ruosi, l., de dona, f., loppini, m., d¿amario, f. (2025). Similar clinical and survival outcomes between robotic-assisted cemented and cementless total knee arthroplasty. Arch orthop trauma surg 145, 485 https://doi.org/10.1007/s00402-025-06100-7. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h4, h6 the reported event could not be confirmed with the information provided; no product ID, product return, or medical records were provided. A review of the device history records could not be performed due to lack of product identification. Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.